Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that there was a small three-quarter inch round grey dot in the lower right hand corner of the display screen on the cardiosave intra-aortic balloon pump (iabp). The grey dot was covering a portion of the helium indicator; however, the iabp unit was functioning as it should. It is unknown under which circumstances the event occurred, however, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm observed the reported issue and noted that all other functions were normal. The stm replaced the top lcd display assembly to correct the issue. The stm then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that there was a small three-quarter inch round grey dot in the lower right hand corner of the display screen on the cardiosave intra-aortic balloon pump (iabp). The grey dot was covering a portion of the helium indicator; however, the iabp unit was functioning as it should. It is unknown under which circumstances the event occurred, however, there was no patient involvement and no adverse event reported.